Manufacturer narrative:
The device was not returned for analysis. The report indicated that the lead tip was frayed and a small fragment of the lead tip was left in the patient. The materials used in the nevro lead been determined to be biocompatible. Not available for return.

Event description:
A case involving a patient with difficult anatomy was reported to nevro. The physician was placing the second lead during permanent implant surgery. It was a difficult placement and after an hour of effort inserting the lead, the lead began to fray from repeated insertion over the needle. The physician eventually pulled the lead out of the patient and noticed that the tip of the lead had frayed slightly. Upon looking at the x-ray, it appeared that a piece of one contact was left in the epidural space. A new lead was inserted without incident. The physician was not concerned about the implanted fragment and has no intention of retrieving it. The patient recovered without sequelae.